Manufacturer narrative:
The distal peg of the pe-insert is broken off. The bearing zone of the condylar surface of the insert appears shiny and shows light longitudinal scratches due to pressure against the femoral component. Intense surface damage is visible on the condylar surface as well as the back side of the insert, possible originating from third body wear during function. The distal part of the side surface of the insert is shiny from contact pressure against the tibial component. Plastic deformation on the condylar surface is indicative of relative axial rotation partially occurring between femur and tibia. The minimal thickness of the wall of the distal peg through to a hole can observed on its lateral side. The clamp shows slight deformation and a fissure. Based on our investigation, disabled securing mechanisms for the pe-insert facilitated loosening and not optimal implant orientation in a severely obese patient probably resulted in implant failure. However, based on received information the circumstances leading to the insufficiently anchoraged insert could not be determined.

Event description:
It has been reported that a revision surgery was performed due a fractured insert. The peg on the poly fractured. The product was implantated in 2003. An exact date was not provided.